Manufacturer narrative:
Additional information: the index procedure was a benign hysterectomy. The procedure was completed without any intra-operative complications or da vinci device deficiencies. Discharge to home occurred on post-operative day four. Added to field a2: 50 years. Added to field a4: 62 kg.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: the patient underwent a benign hysterectomy with no intraoperative complications or device deficiencies. Three days after the index surgical procedure, the patient experienced a hematoma in the right lower abdomen followed by one visit to an "ambulant" physician. Treatment consisted of ibuprofen 600 mg. The event was reported as resolved 20 days later. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, not related to the study procedure, not related to the da vinci investigational device, not related to the patient's underlying disease status and not related to a third-party device. There was no re-operation or other post-operative complication reported. Corrected information: updated annex e field from e2401 to e0506. Updated annex f field from f24 to f2303. Updated annex b field from b17 to b15. Additional patient demographic information: height: 169cm, body mass index (bmi): 21.7kg/m2.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Event description:
A patient in a study underwent an unspecified da vinci assisted gynecological surgical procedure. At the one-month follow-up visit, the patient reported a unspecified post-operative complication and a visit to a medical facility. The following information is unknown: what post-operative complication occurred, the source and cause of the complication, and what medical intervention (if any) was rendered due to the complication. There was no report of a da vinci device malfunction during the procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.